Event description:
It was reported that an implantable cardioverter defibrillator (ICD) patient implanted with a device under an advisory noting the potential for internal device arcing during high-voltage charging expired. Follow-up was attempted to determine the cause of death or if a device malfunction was observed while the device was in use, however no information could be obtained.

Manufacturer narrative:
Concomitant medical products: product ID: 694965 lead, implanted: (B)(6) 2006; product ID: 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.